Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during an implanted procedure that the physician advised that this electrode was plugged into the new subcutaneous implantable cardioverter defibrillator (s-ICD) device but was unable to convert induced arrhythmia. A second attempt was made and conversion was unsuccessful and yielded 1 ohm shock impedance. The physician reported a suspected electrode damage. The electrode remains implanted. No adverse patient effects were reported. New information was received indicating that 2 days after a new implanted s-ICD device, this electrode was surgically explanted due to insulation damage 8-10cm from the lead connector. A new s-ICD and electrode where successfully implanted. Besides surgical intervention, no adverse patient effects were reported.